Event description:
The customer reported that the 840 ventilator had an erratic display while in use on a patient. There was no patient harmed or injured as a result of the event. The patient was placed on another ventilator.

Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.